Manufacturer narrative:
The reported event of perforation was not confirmed. As received, a catheter was returned in one piece with device attached. Visual inspection of the noted the sheath to be bent/damaged adjacent to the locking hub. X-ray analysis noted the torque coil to be offset/damaged in multiple locations distal to the transition zone. No additional anomalies were noted to the returned catheter.

Event description:
It was reported the patient presented for implant procedure. During surgery, a pericardial effusion was noted due to a suspected perforation caused by the atrial leadless pacemaker (lp) and delivery catheter. The lp was removed and implant attempt was abandoned. The patient was in stable condition.